Event description:
It was reported that after installing the set and starting the machine, the di-60hl started leaking. Changed to another set from the same lot with no issues. No patient injury was reported.

Manufacturer narrative:
Other text: the device was returned to smiths medical. Visual inspection revealed that no damage. The sample was test for leak by introducing water in the product. A leak was found in the union of manifold and 3 lumen tube. The root cause of the leak condition is due to lack of adhesive during joint assembly. DHR: a device history review was also conducted on the component lot numbers and no discrepancies were found.